Event description:
It was reported that revision surgery was performed due to allergy reaction to nickel. Device had been implanted for 5 years. It was noted at the time of revision that the acetabulum had peripheral osteolysis although good ingrowth of the acetabular component was noted. Patient tested positive for nickel allergy.